Event description:
It was reported by service report that the power cord plug was missing the ground prong. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result - power cord plug was missing the ground prong.